Manufacturer narrative:
(B)(4). Insulin pump passed displacement test. Software error detected alarm found in the pump history and pump error due to software error. Hardware low level failure alarmed during self-test and confirmed in pump history with variable due to broken trace at on keypad assembly.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms during bolus. Customer stated that the insulin pump was able to clear the alarm and able to complete rewind. Customer stated that the self-test was performed and it was passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.